Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp)unit power failed at boot up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The failure analysis and testing dept. Received part number 0670-00-0770 with a reported unit failure of a power fail at bootup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit will not bootup and alarms. Confirmed the reported failure but no root cause identified. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. A getinge field service engineer (fse) observed the device and replaced executive processor board (d670-00-0770). Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.